Event description:
It was reported that the customer was experiencing high blood glucose and the insulin pump was not delivering insulin. Customer's current blood glucose was 180 mg/dl. Customer declined to do troubleshooting fro high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.